Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 89% stenosed target lesion was located in the mid and distal right coronary artery. A 2.00 mm x 20 mm emerge¿ balloon catheter was advanced for dilatation. However, upon second attempt in advancing the device, the delivery shaft fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The hypotube shaft was completely separated 39cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that shaft break occurred. The 89% stenosed target lesion was located in the mid and distal right coronary artery. A 2.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, upon second attempt in advancing the device, the delivery shaft fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.